Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the implantable neurostimulator (ins) was located in their chest and was very uncomfortable. It was because they were a very thin person and they had gradually lost weight so now the skin was stretched over the stimulator. There was a report that the seat belts caused discomfort. The patient stated the stimulator was moving around. It was reported that due to their thinness, the lead wires could be seen and were poking out. The outline of the stimulator could be seen. There was a report that the weight loss started since before they were implanted and they had lost so much weight because of their headaches. The headaches were the reason they got the device and that they had them for 2 years and had failed all other treatment options such as botox testing, trigger point monitoring and cervical nerve cauterization. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.